Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the device system delivered fentanyl and bupivacaine. The patient experienced increased pain. The location of the catheter issue was the distal spinal segment at entry into the spine. A dyestudy had been conducted on (B)(6) 2014. In terms of intervention, a new catheter was implanted on (B)(6) 2014. It was noted catheter segments were left in the intrathecal space. No additional actions or interventions were taken as a result of the catheter issue. The patient was now doing fine.

Event description:
It was reported the patient had a catheter that was broken and the healthcare provider (hcp) wanted to know recommendations regarding attempting to retrieve the catheter or leave it in place. It was unknown what drug the pump was being used to deliver. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent